Event description:
It was reported during knee arthroplasty that when the femoral implant was opened, the sterile packaging was identified to be severely warped. As the sterility of the implant could not be ensured, another femoral component was used to complete the procedure. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
(B)(4). The product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.